Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation corrected fields:e2 additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was pink/green. Based on the results of the investigation and the information provided, significant investigation progress had been made with the identification of the two components responsible for pink/green images, the charged coupled device and close control unit plug. Based on the analysis of devices returned from the field, it was found that degradation within these two components can lead to pink/green images. Results from climate chamber cycle testing indicate that the degradation within the charged coupled device and close control unit plug can be caused by prolonged heat. Regarding the charged coupled device, preliminary investigation findings indicate that the heat sink material/design contributes to component degradation. Regarding the close control unit plug, the pink/green images appear to be caused by failures in the microelectronics. Olympus had been able to simulate charged coupled device failure by temperature cycling devices in a climate chamber. To date, one device failed after 500 cycles and two more devices failed after 600 cycles. Olympus will continue to monitor field performance for this device.

Event description:
T was reported, the gynecologic laparoscope exhibited colored images when using the display. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.